Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tech states the provier alleges the foot section will raise but with weight on it it goes back down.